Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qgbdxgr0, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported that the suture failed (defective device. Please explain what failed on the suture. Did the suture broke/suture separated from the needle/needle breakage? Please explain in more detail. What was being done when the suture failed (removal from package / during passage through tissue/ during tying / post-op)? The thread pulled off from the needle at the level the eye of a needle, during the suture grip with the needle holder. Procedure name and date? (B)(6) 2020. Event date? (B)(6) 2020. What was used to complete the procedure? Use of another device to complete the procedure. Patient's condition? No patient consequence device return status/follow up? Device not available for analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the device was defective. The thread pulled off from the needle at the level the eye of a needle, during the suture grip with the needle holder. Use of another device to complete the procedure. There were no adverse patient consequences. No additional information was provided.